Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the monopolar curved scissors (mcs) tip cover accessory, installed on an mcs instrument, fell off inside the patient¿s body. The mcs tip cover accessory was retrieved without complications during the same procedure. The customer indicated that excessive lubrication may have contributed to the mcs tip cover accessory dislodging. The procedure was completed as planned. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.